Event description:
Avanos medical inc. Received a single report that referenced six different incidences, which were associated with separate units. This is the first of six reports. Refer to 3011270181-2022-00029 for the second report. Refer to 3011270181-2022-00030 for the third report . Refer to 3011270181-2022-00031 for the fourth report . Refer to 3011270181-2022-00032 for the fifth report. Refer to 3011270181-2022-00033 for the sixth report. It was reported that the code patient was intubated with the tube in the emergency room (ER) and the top popped off as soon as the tube was placed; the patient was bagged and reintubated with an 8.5 endotracheal (ett). There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for lot cm0190002 was reviewed and the product was produced according to product specifications all information reasonably known as of 23 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.